Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was an r-wave amplitude measurement issue. Products: (B)(4) ICD implanted: 2014 (B)(6); mcs-p3-29-aoa-us valve implanted: 2015 (B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and an increase in sensing integrity counts (sic) which triggered a lead integrity alert (lia). It was also reported the right atrial (ra) lead had intermittent undersensing. No intervention was performed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.